Event description:
The pt informed the orthopaedic surgeon of pain when walking. X-ray showed signs of wear on the liner (cat #6732-008) acetabular component. Surgery was performed to replace the liner and size 15 stem was also replaced because of loosening.